Manufacturer narrative:
Philips service performed a restore procedure and image storage recreation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot, displaying blue screen of death on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.